Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The arctic sun 5000 was evaluated upon receipt. The device won't fill the reservoir during tank sanitization. Tried to prime but no success so the circulation pump was replaced with an in-house component. (Arctic sun 5000) no error code observed. Circulation pump was replaced. L-tube attached to the chiller was replaced. Mixing pump was replaced. Heater, drain valves, manifold o-rings, double bend tube, and control panel coin cell battery were replaced. Verify the functionality after the repair using srw1190027 rev 12 and was passed all the testing. The arctic sun is now ready for used. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. No additional actions can be taken at this time. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed reported that during the general maintenance of the arctic sun device, unable to fill the reservoir. There was no suction and the circulation pump seems to not running. Request for preventative maintenance 2000 hours. Per sample evaluation results on 23jan2026, the fitting diverter attached to l-tube is missing and was found inside the chiller tank.

Event description:
It was reported that the biomed reported that during the general maintenance of the arctic sun device, unable to fill the reservoir. There was no suction and the circulation pump seems to not running. Request for preventative maintenance 2000 hours.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.